Event description:
Patient reports both pumps showing high pressure after tubing was disconnected from central line. Patient used another tubing set, verified no air bubbles in it, and after that high pressure started alerting. Advised patient to go the hospital to have central line checked for possible air bubble or clotting since both pumps showing same message. Pt was not certain about cadd legacy serial numbers but provided (B)(4), expiration dates unknown. No other info available. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Unk, is the actual device available for investigation? No, did we [MFR] replace the device? No; did the pt have a backup device they were able to switch to? Yes. Was the pt able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.